Event description:
Solicited. Patient reported broken pump and that she needs a new pump. Details and date of event unknown; no missed doses or side effects were reported; patient has defective pump on hand for return; lot number and expiration date not provided; no further information reported. Reported to (B)(6) by: patient/caregiver.